Manufacturer narrative:
On the field service representative's initial service visit, he verified the ion-selective electrode flow path, cleaned the tubing, and performed an accuracy check. On the follow-up service visit, he replaced and adjusted the sipper nozzle assembly and electrodes, and performed a comprehensive system maintenance. The customer performed successful qcs. The investigation noted that the clotting time for the patient sample was only 15 to 20 minutes. The investigation determined the event was due to a preanalytic issue at the customer's site (poor patient sample quality, which caused contamination of the dilution vessel and a clogged vacuum nozzle). Preanalytics are within the customer's responsibility. The customer has not reported any other issues after the service.

Event description:
The initial reporter received a questionable sodium electrode assay result for one patient's sample tested on the cobas pro ise analytical unit. The initial result is 139.6 mmol/l. The repeat result is 146.8 mmol/l.

Manufacturer narrative:
E1 initial reporter telephone number: (B)(6). The electrode serial number was not provided. The investigation is ongoing.